Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 12.0-15.4cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.5-4.6cm and 5.4-5.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.1-4.2cm and 5.6-6.0cm from the distal tip. The etfe coating was abraded at this location. The reason for return could not be confirmed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an increase in pacing impedance and an elevated capture threshold were observed. The patient was asymptomatic. The lead was explanted.